Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an unrelated procedure, the patient received inappropriate high voltage (hv) therapy. The device was disabled to prevent further therapy. Upon further investigation, it was noted that the right ventricular (rv) lead had become dislodged. The lead was capped and replaced, and the patient was stable with no adverse consequences.